Event description:
It was reported that this right ventricular (rv) lead exhibited variable shock impedance measurements reaching as high as 144 ohms. Device data was sent to rhythmcare for review. Data review determined this lead also exhibited noise. Rhythmcare then discussed lead function associated with high shock impedance measurements. This lead remains in service. No adverse patient effects were reported.